Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 388928, lot# 0210927044, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer via a manufacturer representative reported a short circuit. The consumer trailed all four (4) available programs and her urinary symptoms persisted. She previously had good effect from program 2 (3 v). She attended the clinic for review of stimulation and an impedance check indicated a short circuit on combination electrodes 0 and 3 (programs 1 and 4). No fall or recent surgery/MRI reported. The consumer had been using all four programs and then her symptoms returned suddenly. She could not feel stimulation at all on any program, and this was verified at the appointment. An x-ray ap and lateral looked unremarkable according to the consumer's doctor. The device longevity was noted to be reduced from 2.1 - 6 months remaining. No factors known to have led to the event. The consumer was currently thinking about whether she wanted the system replaced or not. The issue was not resolved and the device was off. Additional information received from the representative reported the consumer had the system replaced on (B)(6) 2016. An impedance check in theatre showed all electrodes within range.

Manufacturer narrative:
Analysis of the lead, model 388928, lot# 0210927044, found lead proximal end conductor crossover. Analysis of the ins, model 3058, serial no. (B)(4), found no anomalies. (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.